Event description:
The customer reported erroneous/imprecise total thyroxine (tt4) and/or thyroid stimulating hormone (tsh) results were generated on a unicel dxl800 access immunoassay system and an access 2 immunoassay system for one patient. This report is one of three and represents the erroneous tt4 result generated for one patient on a unicel dxl800 access immunoassay system. The initial tt4 result was within the normal reference range of the assay. Upon repeat using a heterophile blocker tube on the following day, the repeat result was elevated above the normal reference range of the assay. The erroneous, elevated tt4 repeat result was not reported outside of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The patient is being redrawn at a later date for tt4 retesting. The sample was collected in a plasma gel separator tube and was centrifuged prior to testing. The sample was refrigerated between the initial and repeat testing and the sample developed some precipitate during storage. The sample was re-centrifuged prior to repeat testing. The instrument assay quality control results recovered within the customer's established specification range during the timeframe of the event.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of instrument performance data indicated that the instrument system check executed prior to, and after, the event generated acceptable results in relation to customer established specifications. While sample handling and sample integrity may have been contributing causes to this event, a definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-04849, 2122870-2011-04850, 2122870-2011-04851.